Manufacturer narrative:
At this time, the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Tissue was noted within the helix of the lead. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was explanted due to diaphragmatic stimulation and a microperforation. The perforation was confirmed by an echocardiogram. No additional procedures were performed as a result of the perforation. The patient did not present any adverse patient effects and was discharged from the hospital the same day.